Event description:
Reporter indicated that vns pt's device "started going off by itself" and making her cough more than usual. The pt reported that she had fallen down some stairs on the same day that the erratic stimulation began, but that the feelings of erratic device stimulation began before she fell. The pt reports no feelings of erratic stimulation since that one day and has not experienced an increase in seizure activity. Report is incomplete because the pt has not been seen by her treating neurologist for over a year and has not scheduled an appointment with her neurologist due to transportation issues. Investigation to date has been unable to confirm proper device function as the pt has not been seen by treating neurologist for device diagnostic testing. Additionally, normal end of life has not been confirmed as a possible cause of the feelings of erratic device stimulation as no response has been received to manufacturers's requests for additional info from treating neurologist.